Event description:
It was reported that the 9800 system had a low ma error during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord and ground were tightened, the backplane replaced, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.